Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (288-high 200s mg/dl) and a bolus of insulin was delivered to address the high bg. The customer did not know the cause of the high bg levels. The customer declined tandem technical support's offer to troubleshoot and was to speak to a healthcare provider.